Manufacturer narrative:
The information has been updated and provided in this report.

Event description:
Attorney of the family later said the cause of death was a fatal diabetic reaction from either having too much or too little insulin and that customer had immediate cardiac arrest. Attorney is alleging defective insulin pump due to recalls for the set and the retainer ring. Customer's daughter had indicated that other health issues or illness might have contributed, or led up, to passing. The insulin pump was used at the time of passing per the attorney.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was unknown. The customer¿s blood glucose was high at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer's endocrinologist wants to download the pump to see if the pump may have malfunctioned. The customer was secretive about their health and the caller is unsure if there were other health issues going on. The customer was not using sensors. The caller declined to return the insulin pump for analysis.